Event description:
It was reported that the customer was facing a few issues with the catheter. As reported, the catheter barely come out of the transparent sleeve, the shape is not as normal, they are more "wrinkled" than usual and don¿t keep their basic shape. There was no patient injury or medical intervention and extended procedure time reported was a few minutes. These are commonly used devices that are readily available.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that the customer was facing a few issues with the catheter. As reported, the catheter barely come out of the transparent sleeve, the shape is not as normal, they are more "wrinkled" than usual and don¿t keep their basic shape. There was no patient injury or medical intervention and extended procedure time reported was a few minutes. These are commonly used devices that are readily available.

Manufacturer narrative:
The device was not returned to stryker sustainability solutions for evaluation. It was stated that the device was not saved for investigation. As the device was not returned for evaluation, inspection was unable to be performed. A review of the DHR (device history record) could not be performed as the lot and serial numbers were not reported or obtainable. Stryker procedure(s) support(s) that the device was unlikely to have been released from stryker with the reported failure mode. The instructions for use (IFU) state: do not attempt to use the reprocessed ep catheter prior to completely reading and understanding the directions for use. Do not alter this device. Inspect the packaging and catheter for damage or defects prior to use. Avoid excessive torque, stretching, kinking and/or bending of catheter, as this may interfere with distal tip shaping or cause damage to internal electrode wires. Avoid manual pre-bending of distal curve, as this may damage steering mechanism of steerable catheters. Handle catheter with care to avoid improper electrical functioning. Avoid excessive contact of handpiece with fluids, as this could adversely affect the electrical performance of the catheter. Do not insert or withdraw the catheter without straightening the catheter tip. Storage and handling: prior to use, store reprocessed ep catheters in a cool, dry, dark place. The reported event will continue to be monitored through post-market surveillance. Should the device become available for return, the investigation will be reopened.